Manufacturer narrative:
(B)(4). The event occurred on an unconfirmed date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was not screwing up tightly, causing it to leak iodine. This event occurred while the patient was setting up. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
A companion sample was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no issues were noted. All box dimensions of the sample were measured and passed. Functional testing was performed and passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.